Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed multiple pump errors. Customer stated that the pump alarmed power error 23, power error 68, and power error 49. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours. The battery was removed from the pump and was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.